Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall, and despite guided restarts and rewind attempts, the device continued to present ¿unable to proceed,¿ consistent with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified, and the device problem was characterized as failure to infuse related to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.